Manufacturer narrative:
Additional information: the lesion was in the distal right coronary artery (rca). The lesion was not pre-dilated before use of the resolute onyx stent. The large amount of blood clots were observed prior to use of the resolute onyx stent. The stent dislodged in vivo, and bailout was performed. As the stent was difficult to retrieve another different size resolute onyx stent was used to deploy the dislodged stent, and the stent was expanded and crimped into the blood vessel. After crimping the dislodgement stent, the lesion site was dilated. The device was not moved or repositioned in the lesion while inflated. Product analysis: the device was returned for analysis. The stent was not present on the balloon. The balloon folds were expanded. Crimp impressions were visible on the exposed balloon surface. The inner lumen patency was verified with a 0.015-inch mandrel. The balloon failed negative prep. Upon visual inspection of the device, a short longitudinal tear was observed on the balloon material, on the balloon balloon working length. No other damage evident to the remainder of the device. No deformation was evident to the distal tip. Correction: annex g code. Annex a code. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: the lesion was attempted to be pre-dilated with a 2.5x12mm non-medtronic balloon by crossing with a non-medtronic guidewire, however it could not be dilated. Correction: the guide catheter was a non-medtronic device. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Image analysis: procedural fluoroscopic images confirmed the presence of a cto in the mid to distal rca. The target lesion was pre-dilated but the stenosis in the distal vessel was only partially resolved. The 3.5 x 18mm resolute onyx device was delivered across the target lesion and pressurisation of the balloon commenced. The stent balloon commenced expansion on the proximal end as expected, but the balloon failed to inflate and the stent failed to expand along the full length of the stent. It took on a partial dog-boned appearance. The escape of contrast into the distal vessel confirmed a balloon leak/burst of the stent delivery balloon. The partially expanded stent remained on the balloon when it was withdrawn back towards the tip if the guide catheter (gc) in the proximal rca. But due to the partial expansion of the proximal stent it was not possible to withdraw the stent and delivery system back into the guide catheter at the same time. The stent dislodged and remained in the proximal rca. A second gc and wire were introduced into the rca and a balloon catheter was delivered and inflated in attempts to crush the dislodged stent in the vessel. A stent was introduced and deployed in the proximal rca to crush and pin the dislodged stent in the proximal rca. Another stent was successfully delivered and deployed in the initial target lesion. But this stent showed evidence of resistance to expansion in the mid lesion. But the stent was subsequently successfully concentrically deployed. The site where the dislodged stent was crushed was further post-dilated. The residual thrombus can be seen in the vessel. A balloon was introduced into the vessel and inflated resulting in better flow in the vessel. The thrombus did not appear to be fully resolved when treatment was completed, but the dislodged stent and initial lesion were successfully treated. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An attempt was made to use one resolute onyx rx coronary drug-eluting stent to treat a mildly tortuous, mildly calcified lesion with 100% stenosis in the (cass #3) right coronary artery (rca). The patient presented with an acute myocardial infarction (ami) in the rca. The device was inspected with no problems observed. Negative prep was performed with no problems observed. The device did not pass through a previously deployed stent. Resistance/discomfort was not encountered when the device was delivered. Excessive force was not used during the delivery. It was reported that the a balloon rupture occurred at 6atm during the initial expansion. It was detailed that a 6f guide catheter and contrast imaging were used to observe a large amount of blood clots in the (cass #3) rca of the patient with ami. The lesion was inflated with a 2.5x12mm balloon by crossing with a non-medtronic guidewire. The blood flow improved and the resolute onyx stent was delivered to the lesion. During expansion, the stent balloon suddenly ruptured. An attempt was made to remove the stent but only the balloon was removed. The stent was used for crimping and a bailout was performed. No further patient injury was reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.